Event description:
It was reported that the tip of the tap broke during surgery. No patient complications were reported

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Manufacturer narrative:
The device was returned for evaluation. Visual and optical examination of instrument confirms tip of the tap is cracked, and the cracks are approx 5mm in length and splayed in multiple location. The guidewire is bent at the tip and unable to be removed from the tap. Tip splay or trumpeting effect and a bent/jammed guidewire is indicative of off-axis use of the tapping instrument with respect to guidewire.